Event description:
Customer reported, the insulin pump was blank, no lights are on, and she can't press any buttons. Customer was getting in the shower and checked her blood glucose and noticed the issues. Customer's blood glucose was 244 mg/dl. No signs of physical damage were noted on the device. Customer states, she wears the device in her bra and has it inside a sock. The device was not exposed to water damage. Customer used (B)(4) and (4)(4) batteries. Customer stated, the battery compartment or springs were not damaged or corroded. Customer was advised to insert a new battery and display did not return. Customer had to call back to finish troubleshooting. Customer was advised to clean battery contact and insert a new battery. Customer stated the display returned after the third battery inserted. Self test was performed and device passed. Customer was advised to monitor device and two battery caps were sent out. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.